Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and their healthcare provider (hcp) who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity. On (B)(6) 2017, it was reported that the patient's pump had become loose and was not in the pocket anymore. According the patient, the edge of the pump appears to be pushing through the skin. The patient also reported that the pump was hitting their ribs and that it was "not a good feeling". The patient had been informed that the pump could be moved surgically, but was seeking a second opinion. The patient requested additional physician listings. The issue reportedly began in (B)(6) 2016. Additional information was received from the patient's healthcare provider (hcp) on (B)(6)2017. It was reported that the pump was not out of the patient's pocket. It had been pushed up slightly close to the patient's rib. The hcp confirmed that the pump had not flipped or was significantly moving, it was just too close to the patient's rib. The pump would be moved down slightly away from the rib area. No further complications were reported.

Manufacturer narrative:
Updated to reflect the patient's weight at the time of the event updated to reflect the information received on 2017-oct-06 patient code (B)(4) added to reflect the information received on 2017-oct-06 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider via a manufacturer's business partner on 2017-oct-06. It was reported that the patient experienced spasticity at an unknown date after their pump was implanted on (B)(6)2016. On (B)(6)2017, an outpatient procedure was performed and the patient's pump was moved away from the rib cage. As of (B)(6)2017, the patient's therapy was being continued. The patient's weight at the time of the event was reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-oct-24 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider via a manufacturer's business partner on 2017-oct-24. It was reported that the patient's medical history included severe bilateral lower extremities (ble) spasticity. Concomitant products includes protonix (pantoprazole) 40 mg daily and naproxen 500 mg twice daily as required. It was also reported that on an unreported date in 2005, the patient started treatment with lioresal 124 ug/day intrathecally per simple continuous infusion. On an unreported date in (B)(6)2017, the events of pump had become loose and not in pocket anymore and pump hitting the ribs; not a good feeling were first noted. On (B)(6)2017, the events were resolved.